Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced stimulation in an undesired pain areas. Follow-up identified surgical intervention was undertaken during which time one lead was explanted due to high impedance readings. Postoperative programming is pending.